Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected. Voltage testing was performed and the transmitter has voltage. A pairing test was performed and the test passed. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter; however, a review of the data log confirmed customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.